Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate shock was observed. Programming changes were recommended but were not made. The patient continued to be monitored with routine follow-up.